Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no escape button response due to corroded keypad trace. No button error alarm noted. The insulin pump has cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error while the customer was outside gardening. The customer's wife did not know the blood glucose reading. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.